Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis all vxi tests were out of specification causing the anomaly of the programmer being unable to recognize the analyzer. The analyzer will be scrapped and replaced. Concomitant product: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the analyzer was indicating impedance at 4000 ohms on the ventricular side. The analyzer was changed out and returned for service. It was further reported that while changing out the analyzer and updating the programmer, the power cord was inadvertently unplugged and then the programmer would not recognize the analyzer. The programmer and the analyzers were returned for service. It was indicated that there was no patient involvement associated with this event.